Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available. Customers blood glucose level ranged from 84-273 mg/dl.